Event description:
Related manufacturer reference number: 1627487-2022-01864. It was reported that the patient was unable to set the drg system into MRI mode. Diagnostics revealed high and low impedances on the right s1 lead. As such, surgical intervention may take place at a later date to address the issue. Note: it is unknown which lead is the right s1 lead. Hence, both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.